Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 and h6 impact codes.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to other or non product experience. Additional information received which indicated that when advancing the wire and extended the hook in coronary sinus (cs), the physician perforated the cs. The procedure continued; however, this lead was unable to successfully deliver to upgrade the system. After closure, the patient's blood pressure dropped, and the physician performed pericardiocentesis. The nurse practitioner stated the patient recovered fully by the next following day. This lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to other or non product experience. Additional information received which indicated that when advancing the wire and extended the hook in coronary sinus (cs), the physician perforated the cs. The procedure continued; however, this lead was unable to successfully deliver to upgrade the system. After closure, the blood pressure of the patient dropped, and the physician performed pericardiocentesis. The nurse practitioner stated the patient recovered fully by the next following day. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.